Manufacturer narrative:
Product ID: 8709, lot# l66503, implanted: (B)(6) 1999, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient went through a withdrawal incident during (B)(6) 2008. The receptionist at the healthcare professional¿s office scheduled the patient for a refill a week after she was overdue. The patient was hospitalized a week as a result. The device system was used to deliver morphine, clonidine and dilaudid.